Manufacturer narrative:
Device evaluation visual inspection: the hawkone was removed from the bag and inspected. It was observed the distal assembly was separated between the torque shaft adapter and the hinge of the distal assembly. The housing assembly remained part of one unit, held together by the drive shaft/cutter assembly. Approximately 2.8 cm of the drive shaft was exposed. Under microscope, it was discovered the housing was bent at the area of hinge pin. The severity of the bend at one hinge showed the hinge pin pointed in a proximal direction. No other damages or anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The hawkone was returned connected to a cutter inside a biohazard bag with a portion of the hawkone box included. No information provided regarding allegation against the device. The hawkone was inspected and the housing assembly was discovered separated from the torque shaft adapter. The housing and torque shaft remained as one unit held together by the drive shaft/cuter assembly. Approximately 2.8 cm of the drive shaft was exposed. The proximal end of the separated housing verified both hinge pins were intact. It was observed the platinum iridium of the housing located at the hinge was bent outward with the hinge pin pointing proximal. No damages or anomalies to the torque shaft adapter were noted. No information regarding the patient or procedure will be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.